Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at the time of essure insertion". The patient's concurrent conditions included urinary tract infection, vaginal infection, sexually transmitted infection, neuralgia, cervical polyp, coagulation defects, other and unspecified, cardiac arrhythmia, supraventricular tachycardia, weight loss, constipation, urinary hesitancy, vaginal discharge, vaginal odor, rash, bruising, pruritus, per vaginal bleeding, taste metallic, joint pain, painful hips and low mood. Concomitant products included antibiotics, azithromycin, cefixime (flexeril), clonazepam, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), fludrocortisone acetate, metoprolol tartrate (lopressor), metronidazole (flagyl), naproxen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex), venlafaxine hydrochloride (venlafaxine hcl) and zolpidem tartrate (ambien). In august 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cyst ("cysts"), endometriosis ("endometriosis") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, uterine leiomyoma, cyst, endometriosis and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cyst, endometriosis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 2 coils present at the right ostia and 3 coils present on the left within the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure tubal occlusions without evidence of contrast filling fallopian tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal vaginal bleeding, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), fibroids, cysts, endometriosis, fibromyalgia and endometrial ablation done at the time of essure insertion. Reporter information, medical history, concomitant drug, date of birth, plaintiff¿ middle name, drug indication, lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at the time of essure insertion". The patient's concurrent conditions included urinary tract infection, vaginal infection, sexually transmitted infection, neuralgia, cervical polyp, coagulation defects, other and unspecified, cardiac arrhythmia, supraventricular tachycardia, weight loss, constipation, urinary hesitancy, vaginal discharge, vaginal odor, rash, bruising, pruritus, per vaginal bleeding, taste metallic, joint pain, painful hips and low mood. Concomitant products included antibiotics, azithromycin, cefixime (flexeril), clonazepam, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), fludrocortisone acetate, metoprolol tartrate (lopressor), metronidazole (flagyl), naproxen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex), venlafaxine hydrochloride (venlafaxine hcl) and zolpidem tartrate (ambien). In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cyst ("cysts") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, uterine leiomyoma, cyst, endometriosis and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cyst, endometriosis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 2 coils present at the right ostia and 3 coils present on the left within the endometrium. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure tubal occlusions without evidence of contrast filling fallopian tubes. Bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal vaginal bleeding, pelvic pain, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: event outcome were updated: pelvic pain, abdominal pain, menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain "), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done at the time of essure insertion". The patient's concurrent conditions included urinary tract infection, vaginal infection, sexually transmitted infection, neuralgia, cervical polyp, coagulation defects, other and unspecified, cardiac arrhythmia, supraventricular tachycardia, weight loss, constipation, urinary hesitancy, vaginal discharge, vaginal odor, rash, bruising, pruritus, per vaginal bleeding, taste metallic, joint pain, painful hips and low mood. Concomitant products included antibiotics, azithromycin, cefixime (flexeril), clonazepam, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), fludrocortisone acetate, metoprolol tartrate (lopressor), metronidazole (flagyl), naproxen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex), venlafaxine hydrochloride (venlafaxine hcl) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 20 days after insertion of essure. In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), endometriosis ("endometriosis") and pruritus ("so itchy all the time") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, uterine leiomyoma, cyst, endometriosis, fibromyalgia and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cyst, endometriosis, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, pruritus, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 2 coils present at the right ostia and 3 coils present on the left within the endometrium. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure tubal occlusions without evidence of contrast filling fallopian tubes. Bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abnormal vaginal bleeding, pelvic pain, menorrhagia"concerning the injuries reported in this case, the following one was described in patient¿s social media: pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: so itchy all the time. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.